Event description:
The customer reported via phone call that they had a display anomaly. The customer stated the insulin pump's screen turned purple. Customer's blood glucose was unknown. The customer stated the screen would turn color every time pressure was placed on the screen. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No purple screen noted. No display anomaly noted. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.